Event description:
The report received indicated that a male pt was admitted for treatment of a 75% stenosis in the bifurcated section from the left main trunk (lmt) to the proximal - mid left anterior descending (lad) artery and the proximal left circumflex branch. A 3.0 x 23 mm cypher stent was implanted at the bifurcated section from the lmt to the mid lad. A guidewire was inserted into the proximal left circumflex through the struts of the cypher initial implanted at the lmt - mid lad, and then a 3.5 x 18 mm cypher was being delivered, but it became caught at the strut of the cypher initially implanted at lmt-mid lad. The physician removed the entire system from the pt. There was no resistance experienced while withdrawing the system from the pt. The guiding catheter was exchanged to an axess jl4 guiding catheter and a new cypher was implanted at the left proximal circumflex successfully. There was no pt injury reported. The target lesion was de novo, bifurcated, moderately calcified and moderately tortuous. The physician did not indicate any anomalies prior to use. The product was returned in two pieces inside a plastic bag. The stent was returned in its original position and damaged (struts uplifted). The wire lumen was found cut at 9 cm from the distal end.

Manufacturer narrative:
The product is not distributed in the us, however, it is similar to the cypher sirolimus-eluting coronary stent distributed in the united states. The product has been returned for analysis; however, the eval is not yet complete. Add'l info will be submitted within 30 days from receipt.